Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2017. The full lead in segments was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The leads were returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.